Manufacturer narrative:
Product not returned - has been disposed by the user. A final determination of the root cause is not possible. Based on the customer description that the device worked for 15 minutes and got the problems while entering the ureter, it is most likely that the device got damaged by mechanical overload. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported, after roughly 15 mins of use, while re-entering the upper ureter, the scope had video interference with fuzz/horizontal lines - going back and forth between the video image and image1s home screen. Laser was not being used at this point, doctor was just going back up the ureter without an access sheath. Incident occurred during a ureteroscopy with laser lithotripsy.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID(B)(4).